Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 15. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event, the patient experienced: pain and inflammation. No further patient complications were reported.